Event description:
Report was received from the USA stating that an e9 error message was displayed on the system console. The device was being used during surgery. It is known that there was no user/pt injury or medical intervention. There was no additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).